Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the second device. The device was discarded by the user and is not available for evaluation. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that two waveone gold files were broken in the same patient's tooth. The broken pieces could not be retrieved and were incorporated into the filling.